Event description:
Additional information was received that recurrent high shock lead impedance alerts have been receieved for this ICD and rv lead system. No adverse patient effects were reported. The system remains in service and the plan is to continue to monitor.

Event description:
Boston scientific received information that a red alert was detected via the patient remote monitoring system. The implantable cardioverter defibrillator (ICD) displayed high out of range (oor) shock lead impedance (sli) measurements. Additional information indicates that high shock lead impedances were consistent for this patient and could not be re-created. The other lead measurements were stable. No noise was reported. The physician will continue to monitor the patient via patient remote monitoring system. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that commanded and defibrillation threshold (dft) tests were performed. A code 1005 was noted. The shock delivered did not convert the patient. High dft was noted. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
--